Manufacturer narrative:
(B)(4). The complaint rt202 breathing circuit was not returned to fisher & paykel healthcare (B)(6) for evaluation. Only limited information was provided by the hospital, namely that the heater wire was "disconnected" and that the inspiratory limb of the breathing circuit was "faulty". Without the complaint breathing circuit we are unable to determine what could have caused the problem as reported by the hospital. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. Our user instructions that accompany the rt202 adult dual-heated breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Manufacturer narrative:
(B)(4). The complaint breathing circuit kit is currently en route to fisher & paykel (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via our distributor that the heater wire in the inspiratory limb of an rt202 adult inspiratory-heated breathing circuit was faulty. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported via our distributor that the heater wire in the inspiratory limb of an rt202 adult inspiratory-heated breathing circuit was faulty. No patient consequence was reported.